Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54 year old female with a history of cardiomyopathy underwent support with an impella 5.5 (B)(6) implanted via right axillary/subclavian surgical access on 1/2/2026 and explanted on (B)(6) 2026. The patient initially survived to explant without reported device related complications. On (B)(6) 2026, approximately one week post explant, she was readmitted for a transient ischemic event characterized primarily by dizziness upon standing. Diagnostic imaging identified a small arterial dissection near the previous graft site¿where the graft had been fully removed during explant¿and a possible small thrombus within the subclavian artery. The stroke etiology was determined to be embolicbased on the available information, the patient experienced an embolic cerebrovascular event post explant, with contributing factors including thrombus formation and a localized dissection near the former graft site. The patient was initiated on a heparin infusion and the plan included ongoing anticoagulation therapy, with aspirin to be continued upon discharge, and follow up imaging in the coming weeks while the event was attributed clinically to impella support, no device was available for analysis, and no definitive device malfunction was identified. The patient survived the event and remains under continued medical management.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.